Event description:
It was reported that the defibrillator had reached elective replacement indicator and early battery depletion was suspected. The patient is also known to have chronic atrial fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.